Event description:
Heparin was started at a rate of 1000u/hr. The pump was checked and it was running fine. The pump was checked again and the bag was empty. Bloodwork was performed, no signs of bleeding. Md was notified.